Manufacturer narrative:
Medical records did not reveal source of the peritonitis. Medical records did not indicate there was a malfunction. Medical records did not contain dialysis treatment records for review. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the peritonitis. At this time, no conclusion can be made that indicates the patient¿s peritonitis resulted from the liberty cycler concomitant products. The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Event description:
Based on the 17 pages of medical records information the following was found: this (B)(6) female esrd patient on continuous cycling peritoneal dialysis (ccpd) therapy being carried out daily through the liberty cycler was admitted into the hospital on (B)(6) 2016, after 4 days of increasing abdominal pain. (Note: medical records have conflicting admission dates between (B)(6) 2016). The patient had a tap in the emergency room that showed an increased white cell count in the peritoneal fluid. The patient was diagnosed and admitted with spontaneous bacterial peritonitis. The patient was administered intraperitoneal vancomycin and fortaz. Medical records state this was the patient's first peritonitis since starting peritoneal dialysis. The patient was dialyzed at night through the liberty cycler and fibrin in the patient's peritoneal fluid complicated peritoneal dialysis treatment; sometimes requiring the manual removal of fibrin. The patient was changed to manual peritoneal dialysis exchanges in the hospital. The patient did well with no pain in her abdomen and fluid clear. The patient was discharged on (B)(6) 2016 with instructions to continue manual peritoneal dialysis exchanges for 5 days. The peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized from (B)(6) 2016. The pdrn stated she believed the cause of the infection was touch contamination because the patient had shown previously she does not always wash her hands. This is not confirmed in the medical record. The pdrn retrained the patient and explained the importance of using aseptic technique. The pdrn stated the patient did not have any blood clotting issues other than fibrin, which was resolved with heparin. The pdrn confirmed no treatments were missed during hospitalization.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A (B)(6) female patient with end stage renal disease (esrd) on peritoneal dialysis therapy reported to technical support she was admitted to the hospital on (B)(6) 2016 for peritonitis, a blood clot and fibrin. The patient was diagnosed with peritonitis due to touch contamination. The patient was treated with an antibiotic (drug name, dose, route, and frequency unknown). The final culture results are not yet available but the preliminary ones showed no growth and the patient had an elevated white blood cell count of 14. The patient received her last dose of antibiotics at the hospital and appears to have recovered. The patient's peritoneal dialysis registered nurse (pdrn) stated the patient was discharge from the hospital on (B)(6) 2016. As of (B)(6) 2016, the patient's signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.